Event description:
Customer reported a charging issue with the pump, where the charging connection was unstable and not recognized despite plugging it into a working wall outlet for at least 30 minutes and trying different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as it was under warranty. The customer would use multiple daily injections (mdi) as backup therapy to maintain insulin delivery. Cts provided instructions for putting the pump into storage mode and outlined the process for returning the pump using a pre-paid label.